Event description:
The user facility reported a 47-year-old female on impella cp for mechanical circulatory support. It was reported that the patient is bleeding from fasciotomy site to right leg. The patient has received 2 units of platelets (plt), 2 units of fresh frozen plasma (ffp), 6 packed red blood cells (prbcs). Scheduled to receive 2 more units of prbcs. Additionally, patient was off heparin while awaiting results of heparin induced thrombocytopenia (hit) panel, which returned negative results. It was noted the patient's right lower extremity was being monitored for ischemia. The patient went to ccl and a successful wean and explant was performed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿